Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that they were hospitalized due to high blood glucose level. Blood glucose level at the time of event was 460 mg/dl. Customer treated high blood glucose level with insulin intravenous drip. Customer stated that did not receive infusion flow block alarm. The device will not be returned for analysis.